Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level (bg) was below 400 mg/dl-high on the continuous glucose monitor (cgm). Elevated blood glucose levels were addressed by changing the pump supplies, correction bolus via the pump, and manual insulin injection. On (B)(6) 2022 the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) of 420-450 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was released the same day with no permanent damage and the issue resolved. Tandem technical support (tts) performed a system check and the pump is functioning as intended.